Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no malfunction within the system. Bg values fit sg trends well, with occasional differences due to lag and calibrations entered during periods of rapid change in glucose. However, there were situations where estimated values provided by the eversense app were entered as calibrations rather than true bg values, possibly by accident. Customer care recommended that the user re-link their sensor to clear the calibration buffer and address potential calibration misalignment. The re-link was completed successfully, and the user was educated about proper calibration practices. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 5th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.